Event description:
The doctor reported that the mount was disengaged. Affected tooth position: 36. Bone type: iii. The procedure was completed using another implant without any negative impact on the patient¿s health.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a4: patient weight: unknown / not provided g4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvb13, impl tapered scr-v sbm 3.7mm 3.5mm 13mm for evaluation. Visual inspection was performed. The returned implant has no signs of use. The implant was identified as reported and was received along with its bundle mount. The mount screw was not returned for evaluation; however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. The implant's outer vial was returned already opened and the inner vial was returned incomplete; therefore, the reported event is non-verifiable as the condition of the product / packaging delivered to the customer is unknown / non-verifiable. DHR review was completed for the subject lot number 1281695. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1281695 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction could not be verified. The implants outer vial tamper seal was broken and the device was functionally tested and it functions as intended. The event is non-verifiable as the conditions of the product / packaging when delivered to the customer are unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.